Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and mildly calcified right superficial femoral artery. After placing the introducer sheath from left femoral artery, the chronic totally occluded (cto) lesion was tried to be opened but it was difficult. Front puncture was done, cto was crossed, and the device was pulled through. Coyote fc balloon catheter was advanced for pre-dilatation and coyote es balloon catheter was used to increase the size. A 5.0mm x 100mm x 150cm sterling balloon catheter was advanced for dilation and initially inflated at 8 atmospheres for 30 seconds. However, on the second inflation at 14 atmospheres for 30 seconds, the balloon ruptured. The device was removed and replaced with different device. The procedure was completed with implantation of an eluvia stent. There were no patient complications reported. The patient condition was good.

Manufacturer narrative:
(B)(6).